Manufacturer narrative:
Patient information is unknown UDI: gtin unavailable, product made prior to gtin compliance date (B)(4). Implant and explant dates: device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter phone number: (B)(6). Pm,a 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: september 09, 2015, expiry date: may 31, 2018. The manufacturing review shows that there were no non-conformance reports relevant to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the injection of vertecem kit has jammed intra-operatively on (B)(6) 2016. A new cement kit was opened and used to complete the procedure successfully. Prolongation of surgery was two (2) minutes. This is report 1 of 1 for (B)(4).